Manufacturer narrative:
In this case the event was reported as endometritis with a comment that it was a result of "uterine instrumentation." The site did not clarify if the "uterine instrumentation" referred to jada however, since "uterine instrumentation" could include jada in this case and out of an abundance of caution, this event will be reported as an MDR. This report will be amended if we obtain additional information regarding this event. The submission of this report is not an admission that the device caused or contributed to the reported event.

Event description:
Postpartum the patient was identified as having abnormal bleeding due to uterine atony and a vaginal laceration. She was treated with misoprostol and methergine (1 dose) prior to an insertion of the jada device. Quantitative blood loss at time of jada insertion was reported as 1000 ml. Jada was inserted by a medical resident.. The case report indicated jada initially controlled uterine bleeding. After treatment, during the "verification step" of the device use, when the vacuum is disconnected, and the cervical seal is emptied with a minimum observation time of 30 minutes, bleeding recurred. Jada treatment was then resumed (cervical seal re-filled and vacuum re-connected) with no other interventions required. The total amount of blood collected in canister during jada treatment was 75 ml. The total cumulative quantitative blood loss for this event was 1075 ml. Jada was removed after a total in-dwelling time of 4.90 hours. The patient in this case was given intrapartum antibiotics (unknown which were administered) for clinical chorioamnionitis. Chorioamnionitis a known risk factor for endometritis and postpartum hemorrhage due to uterine atony. She received postpartum antibiotics (clindamycin and gentamycin) for jada use and endometritis. She received a transfusion of one unit of red blood cells after jada was used for anemia. She was discharged to home on (B)(6) 2021.